Event description:
Additional information was received confirming that the low shock lead impedance issue is still ongoing. Further, low pacing impedance measurements were also detected. The physician will be monitoring the patient more frequently through the remote monitoring system.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead declared a red alert due to low shock impedances. The patient's physician is aware of this situation and the patient will be monitored closely. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device and lead remains implanted at this time; therefore, with no return of the device and lead the root cause of this clinical observation could not be determined at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.